Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there is a black line on the display of the meter and is getting wider. Caller stated there is difficulty reading the values. No adverse event reported. Requested return of the alleged meter for evaluation.